Manufacturer narrative:
(B)(4). Date sent: 10/29/2021. Additional information was requested, and the following was obtained: clarification is needed for this file. In the event description it states ¿linx band explanation on (B)(6). In the additional information it states: ¿patient was explaned on (B)(6) 2021¿, when was the linx device explanted? (B)(6) 2021. Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Full diagnostic. When using the linx sizing device what technique was used to determine the size? Lss2. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Pls see above. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No. Besides the reported dysphagia, what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? Yes. Was there a manometry study before explant? If yes, what could you please share the results? What is current condition of the patient? Good.

Manufacturer narrative:
(B)(4). Date sent: 12/2/2021. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 24628, and no non-conformances were identified.

Event description:
It was reported that a linx band explanation on (B)(6). The implantation and the explanation took place in the same hospital and the patient was male. Further information is not yet available, but will be provided immediately as soon we will receiving additional information.

Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: linx reflux management sys. Ref lxm 14 lot 24628. He was implanted on (B)(6) 2020. We have stretched it several times but without success. Diagnostics: x-ray of the esophagus from (B)(6) 2021. Clinical information/justifying indication: condition after implantation of laparoscopic system of an anti reflux magnetic tape (left), dorsal hiatoplasty, esophagogastroduodenoscopy, intracutaneously suturing on (B)(6) 2020. Currently pronounced swallowing problems. The patient reports to suffer from exacerbated swallowing symptoms since surgery in april 2020. He had been boughed several times, not a sufficient improvement. Reflux symptoms are not known. Findings: positioning of patient in the usual manner and preparation of several series under oral application of a contrast agent containing barium. One shot in prone position with provocation maneuvers. For comparison, preliminary images were last available from (B)(6) 2020. Proper swallowing with sufficient closing of epiglottis. No typical diverticular bulging's. Strong propulsive peristaltic of the upper and lower esophageal third. Indicated tertiary contractions in the lower esophageal third and dilation of the lower esophagus, 3.6 x 3 cm directly in front of the incoming magnetic tape. Delayed passage in the stomach. The cardia seems to open up in a reduced lumen. Even in the prone position, you can recognize dilation of distal esophagus with reflux under provocation. Assessment: passing delay over the esophagogastral transition or lower sphincter with dilation of the distal esophagus 3.6 x 3 cm directly in front of the incoming magnetic tape. Patient was explanted on (B)(6) 2021. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: clarification is needed for this file. In the event description it states ¿linx band explanation on (B)(6). In the additional information it states: ¿patient was explanted on (B)(6) 2021¿, when was the linx device explanted? Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Besides the reported dysphagia, what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? Was there a manometry study before explant? If yes, what could you please share the results? What is current condition of the patient?